Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (power issue) issue. It was alleged that the "power supply on hi current". There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue could not be categorized further and must be assessed individually.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2017 with the following findings: the loaner pump was returned from make engineering for high sleep current. The black box showed no evidence of short battery life. There was no battery cap or cartridge cap returned. All testing performed with test caps. The pump powered on with a test battery cap. The battery cap was able to fully tighten. The battery compartment was intact with no evidence of moisture contamination inside battery compartment. During investigation, a green line was observed in the lower third of display screen. A 24 hour basal program was run with a test battery cap. No reboot, loss of power or call service alarms were duplicated. Current draws were within specifications. The pump case was removed and no evidence of moisture or loose components were inside the pump. The original complaint was no duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.